Event description:
It was reported that the pulse generator exhibited noise reversion episodes. The noise signal could not be reproduced. The device was programmed to right ventricular sensing only. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.